Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. Two clips were implanted, reducing mr to a grade of 1-2. Roughly three months later, the patient returned to the hospital due to shortness of break. Transesophageal echocardiography (tee) showed one of the implanted clips had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient condition. The recurrent mitral regurgitation (mr) and subsequent dyspnea appear to be due to procedural condition of the slda. Mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.